Manufacturer narrative:
The event occurred in (B)(6). Device was discarded.

Event description:
Customer reportedly received the following results on the performa combo system within 10 minutes: 541 mg/dl 97 mg/dl, and 52 mg/dl. Strips were discarded. No adverse event reported. Requested return of suspect device.